Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was end of life (eol). Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared (eol) earlier than previously estimated.

Event description:
It was reported that this pacemaker had an estimated longevity of six months but nine days later the device status was end of life (eol) and the device could no longer be interrogated. The patient has complete heart block and is pacemaker dependent. Emergent intervention was performed and the device was explanted without incident. Besides intervention, no adverse patient effects were reported.